Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that the needle detached from the syringe. To support the investigation, two photographs, one empty izervay shelf box, a 1 ml syringe, and a 19g 1½-inch needle assembly without its packaging blister or plastic shield were received for evaluation by the quality team. A visual inspection revealed no defects or imperfections. The needle was then assembled onto a syringe filled with saline solution, and the solution was expelled with normal flow through the needle tip. No leakage was observed, and the needle remained securely attached to the syringe throughout testing. The photographs provided depicted a packaging shelf box, a syringe with a yellow hub needle attached, and a needle inserted into a vial. No additional information could be obtained from the images. A device history record review was conducted for material number 305200, covering possible lots 2199683 and 2172519. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in compliance with specification requirements. Based on the investigation and analysis of the returned sample, the reported symptom could not be confirmed.

Event description:
It was reported that the bd needle filter 19x1-1/2 tw had a syringe needle connectivity issue. The following information was provided by the initial reporter: material # 305200, possible batch # 2199683, 2172519. Verbatim: rcc received a complaint via email. Needle came off from syringe caused leak of medication. (In detail. "The medication was already out of the vial and into the syringe but when it was being suppressed to gather the medication together in the syringe the needle came off at that time with medication leaving the syringe as well. During this time of putting the needle back on the tip of the syringe was touched making it non-sterile".) Product#: 305200, 309628. "The doctor felt this became unsterile and unsafe to administer to patient."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.